Event description:
The physician alleges that a preemie patient diagnosed with a patent ductus arteriosus (pda) underwent a [off-label use] pda closure procedure on (B)(6) 2022. A 5mm closure device was initially placed but had not been fully deployed because the 5mm device was causing left pulmonary artery [lpa] narrowing. The 5mm device was exchanged for a 4mm closure device that was successfully deployed within the patient. The follow-up echo studies looked good initially and then 48 hours after the procedure no residual shunt, arch obstruction, or lpa obstruction was noted. During a follow-up appointment post-pda closure procedure, a narrowing within the patient's arch had been identified. After observing the patient for a few months, the decision was made to surgically remove the device due to an aortic arch gradiant, in (B)(6) 2023. Surgical removal was successful, and 16 months post initial pda closure the patient is doing well.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.